Manufacturer narrative:
Concomitant medical products: vedr01 ipg implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and was not capturing. It was also noted that the lead had low impedance and was undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.